Event description:
It was reported that the cage broke during spine surgery due to patient in pain. Additional device available for replacement of broken cage. No adverse consequences or delay. Sales rep need replacement. Update 1/24/2017: "surgery was bc of pain most likely¿anyways, the cage broke during insertion due to the surgeon using a rotation technique which is when you put in on side and rotate to its proper cranial/caudal position"

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Cage main body fracture was confirmed via visual inspection. The most likely cause of the reported event was determined to be patient and user related.

Event description:
It was reported that the cage broke during spine surgery due to patient in pain. Additional device available for replacement of broken cage. No adverse consequences or delay. Sales rep need replacement. Update 1/24/2017: "surgery was bc of pain most likely¿anyways, the cage broke during insertion due to the surgeon using a rotation technique which is when you put in on side and rotate to its proper cranial/caudal position"